Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose sensor scan values while wearing the adc device compared to the hcp meter. As a result, on (B)(6) 2022, the customer was treated with an unknown dose of insulin which resulted in fainting and a loss of consciousness. The customer was brought to the ER and received resuscitation and unknown medical treatment for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of 400 mg/dl, 288 mg/dl, and 300 mg/dl were compared to hcp glucose blood glucose tests of 115 mg/dl, 193 mg/dl, and 110 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.